Event description:
It was reported that error 32101 occurred during initial power-on and recurred after a power cycle. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and informed the customer that an field service engineer (fse) would perform further troubleshooting. No procedure was scheduled that day, and no patient involvement was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the axes controller platform (acp). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.